Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of over 62 mg/dl. Low bg cause was not known. Customer consumed glucose tablets to address bg. The customer also received third party assistance from their wife, who performed bg meter test. This event did not cause an injury. Recommendation was made to consult with a healthcare provider to discuss diabetes management.